Event description:
It was reported that after an infusion set change, the user¿s ilet pump was on the fill cannula screen and had not delivered insulin, resulting in a high glucose of 321 mg/dl; customer care guided the user to complete the fill cannula process, verify drops during fill tubing, and proceed with fill cannula to confirm proper infusion, after which insulin delivery resumed and glucose control improved. Symptoms included hyperglycemia. Outcomes included no hospitalization or long-term sequelae. Investigation included troubleshooting and user education focused on infusion set setup and priming steps. Investigation of this case revealed an infusion set deployment or connector attachment issue affecting insulin delivery to the patient, which resolved after completing the priming steps and confirming proper set connection. It was concluded, based on previously established findings for similar reports, that use-related setup error was the likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.